Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. The tip segment and the mid body segment measuring 101mm. The rest of the lead was not received in the laboratory. Visual inspection noted insulation which was torn just proximal of the distal coil. There is also 17mm separation between the insulation torn ends and the coils are stretched in this area. Electro cautery damage was noted on the distal spring electrode and there was a 43mm separation noted between the code on the distal spring and the distal fitting. The helix was retracted and body fluid was noted in all lumens. The portion of the lead returned passed electrical testing. Laboratory analysis could not confirm the allegations with the lead segment returned.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was brought to the clinic due to the rate/sense pace impedance measurements being out of range which was seen on the home monitoring system. The out of range measurements began in late (B)(6) 2016. Some non-sustained events were also seen. A review by boston scientific technical services (ts) noted that the signals seen was likely the respiratory or the minute ventilation signal. Ts discussed that a mitigation that was implemented to reduce likelihood of inappropriate therapy from oversensing the signal was to deactivate it when three fast or a tachycardia event were in progress. Therefore, in this case the signal and oversensing stopped after three fast beats. Ts discussed turning off the respiratory sensor. Ts discussed potential spring contact in the header since there have been high impedances for seven to eight months without any non-physiologic noise besides the minute ventilation signal. Ts noted that if an actual lead fracture was present you would expect to have seen episodes with lead fracture noise appearance, also all other lead numbers look normal. Ts discussed monitoring closely to make sure no more non-sustained events that are inappropriately stored. The field representative will follow up with the physician. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that this rv lead was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
Additional information noted that the patient was scheduled for an upgrade procedure and the lead will be replaced at that time.